Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending artery. 100 pulses were successfully delivered at a max of 6 atm. There was no ivl malfunction reported. Prior to and during the procedure, the patient did not have any cardiac enzymes. Forty-eight (48) hours after the procedure, the patient's troponin levels became elevated to 70 times the upper normal limit (uln). The troponin levels normalized without intervention and the patient was discharged. This event was adjudicated by the clinical events committee (cec) which confirmed a non-st-elevation myocardial infarction (nstemi) was attributable to the target vessel. Film was reviewed and slow flow in the septal branch was observed. It was determined that the mi was possibly related to the study device and definitely related to the procedure.